Event description:
It was reported that during the farawave procedure for atrial fibrillation, the merit inquire guidewire could no longer be moved. No tissue was seen at the tip of the catheter or guidewire. A new catheter and guidewire were used to complete the procedure. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone: (B)(6). The farawave catheter was visually inspected, and no damage was observed on the device. An attempt to insert a guidewire was made and it was unsuccessful since the guidewire could not advance through the catheter due to a resistance felt during the insertion. The catheter was dissected for further inspection. Upon dissection it was noted that the guidewire lumen was damaged inside the distal inner hypotube potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Under microscope it was possible to observe adhesive residue.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, the merit inquire guidewire could no longer be moved. No tissue was seen at the tip of the catheter or guidewire. A new catheter and guidewire were used to complete the procedure. No patient complications occurred. The device is expected to be returned.